Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after a device change out this lead displayed high shock impedance and contributed to high pace impedance on the left ventricular (lv) lead (configuration). The patient was seen for a revision procedure where a connection issue was ruled out. A lead issue was suspected; the lead was capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after a device change out this lead displayed high shock impedance and contributed to high pace impedance on the left ventricular (lv) lead (configuration). The patient was seen for a revision procedure where a connection issue was ruled out. A lead issue was suspected; the lead was capped. There were no adverse patient effects reported. Additional information received that the proximal end coil for this right ventricular (rv) lead appeared stretched but not fractured upon image review of the x-ray. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The laboratory analysis showed an induced damage was noted on the lead returned. The lead was severed from the terminal pin, three segments were returned, a terminal end segment, tip segment, and a lone piece of conductor coil which was extremely stretched and tangled. The allegation against this lead could not be confirmed by analysis of the lead segments returned.

Event description:
It was reported that shortly after a device change out this right ventricular (rv) lead displayed high shock impedance and contributed to high pace impedance on the left ventricular (lv) lead configuration. Additional information indicated that the proximal end coil for this right ventricular (rv) lead appeared stretched but not fractured upon image review of the x-ray. The lead was then explanted. No additional adverse patient effects were reported.